Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient has been using only manual bags (continuous ambulatory peritoneal dialysis) for the past week and the infection was persisting for longer than one week (dates unspecified). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). No further information was provided regarding the outcome of the event or whether pd therapy was ongoing. No additional information is available.